Event description:
It was reported that the device had the wrong base bootloader version. No patient injury was reported.

Manufacturer narrative:
No product was returned. The problem was fixed at the field. The reported problem was confirmed that there was an inappropriate software combination involving application software version and bootstrap version. The initial cause of this issue involved the downgrading of the application software on newly assembled pumps without also downgrading the bootstrap version. Additional investigation activities are being conducted to determine root cause of the issue. The DHR review confirmed the reported problem and identified its initial cause.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported that the device had the wrong base bootloader version. No patient injury was reported.